Manufacturer narrative:
One 8f angio-seal evolution was returned for evaluation. The carrier tube assembly was returned lodged within the packaging tray. There were broken pieces of the hemostasis sheath visible on the handle of the device as seen on the returned device. The hub of the hemostasis sheath was returned with some part of the attached tube remaining. The remaining portion of the hemostasis tube was checked for maneuverability and it shattered upon application of minor force. The sheath tubing cracked in multiple locations distal to the hemostasis hub. The damage was consistent with exposure to ultraviolet light and subsequent material degradation. No other visual anomalies were noted. The complaint is confirmed. The sheath was shattered and cracked in a way consistent with exposure to uv light. The angio-seal evolution IFU tis-827-11232016 was reviewed and the symbols on page 10 clearly illustrate within the labeling that the device should be kept away from sunlight and uv light. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the involved angio-seal evolution device was in pieces. The following information was provided by the user facility: the doctor went to use an 8fr evolution and it fell into pieces in his hands; they are not sure if it was somehow crushed in distribution or if it is a defect; there was no blood loss; the patients was reported to be in great condition and the procedure outcome was great; and another 8fr evolution off the shelf was used. Additional information was received on october 5, 2017. Hemostasis was achieved by the second angio-seal evolution device.